Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were allowed 3 boluses a day and the device wouldn¿t work, and they had it charged up but still they couldn¿t do anything. The patient stated that they had everything fully charged. It was noted that the patient was having difficulty following instructions. The patient stated that they were getting no device found, and that they had the communicator charging during the call. When unplugged they saw an orange light. The agent had the patient connect to the pump and make sure to position the communicator over the pump, but it was taking a while to connect and it got stuck at 90%, but eventually they saw service code 388 (communicator battery is low). The agent assisted the patient with clearing data and advised them to allow the communicator to charge until it showed a solid green light.